Event description:
During operation at customer site, suddenly vent inop with alarm. We checked unit in our office, unit did work without problem by internal battery. Unit was on ac power at the time of the event.